Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements at 2500 ohms. There had also been an increase in pacing thresholds by 1.5 v. The shock impedance was stable around 40 ohms. Sensing was stable between 10-20 mv. There was no evidence of noise on the presenting electrograms or the stored non-sustained episodes. Isometrics and pocket manipulations were performed and were not able to produce any noise. A chest x-ray planned to be performed to further troubleshoot the issue. At this time there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the pace/sense portion of the rv lead was surgically abandoned. The lead is still being used for defibrillation. Another rv lead that was previously surgically abandoned is now being used for pacing and sensing. The device was also electively replaced during the revision procedure. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
--

Event description:
--

Manufacturer narrative:
Additional information received from the local area sales representative indicated that a chest x-ray was taken. The results of the chest x-ray have not yet been communicated. The patient is not pacemaker dependent so plans for intervention are not urgent. No additional information is available at this time. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.